Event description:
It was reported that the device did not pass the hygiene test. The working channel was reported with an increased bacterial count after the machine reprocessing. The device was placed into quarantine for the time being. No adverse event reported, and no further information provided.

Manufacturer narrative:
The device was returned to an olympus regional repair center for evaluation and service. The evaluation is still ongoing. The user facility has been contacted to request additional information regarding the reported event. To date, no additional information was provided by the user facility. This report will be updated accordingly when new and relevant information is received later.

Manufacturer narrative:
Correction to g2 to add the foreign country germany. Culture results have been received from the user please see updates to b6. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is gigazyme 1%. Water is aspirated through the instrument and suction channel. The air / water and forceps elevator wire channels are flushed. The device is manually processed with an micr-tech (ref: cb18-tso50/23-b) cleaning brush, gigazyme 1% detergent and disinfectant brushing the instrument / suction channel, suction cylinder, and instrument channel port. A etd2 plus aer is used with thermosept clean detergent and thermosept ed disinfectant. The device is stored vertically in a simple cabinet with out and drying function. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.